Manufacturer narrative:
The device had no button response due to unlocked keypad connector lcd. There were minor scratches to lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call, that the customer's insulin pump had button error. The customer states the buttons were unresponsive. The customer's blood glucose level was reported to be over 300mg/dl. The customer was advised that the device would be replaced and returned for analysis.